Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. It was reported that the rep was unsure if the reprogramming resolved the issue and the cause of the out of range impedances were unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that one lead had migrated and there was one contact that had an out of range impedance. The patient reported no falls. The device was reprogrammed. Revision will be considered depending on the results of the reprogramming. No further complications were reported.